Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name, manufacturing plant address, city, state, country, and zip code updated. D4 model number updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and event history log (ehl) review, the customer problem was not duplicated. The device was in used and normal conditions, with no visual defects found. The device was tested and there was no leak issues found during testing. The device passed all functional tests and performed as intended. H10 updated.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was leaking from the filters whilst running blinatumomab on three occasions. Reporter stated the event occurred at hospital while in use with a patient and the issue was not resolved. Reporter stated swapping to extension set 21-7044-24 with square larger filter was a temporary fix as they had stock on hand. No patient harm/adverse event was reported.